Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? I can't remember. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? If so, what device? Yes, when the device is moved around or withdrawn. Graspers. Was any torque being applied to the trocar or device? Yes, but very minimal.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, trocars leaked pneumoperitoneum. The doctor and tech had to use pinky finger to reposition the seal to stop leak. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.